Event description:
On (B)(6) 2012 the reporter contacted animas to report that on (B)(6) 2012 at 1:30 am the patient noted the reported pump was in the suspend mode without user intervention. The pump was resumed and suspended again multiple times afterwards. At 4:30 am the patient's blood glucose level was 507 mg/dl. The patient took a correcting dose of insulin via a syringe injection. Her subsequent blood glucose readings were 312 mg/dl, 304 mg/dl and 281 mg/dl. The patient experienced the symptoms of headache, achiness and fever. The patient did not seek any medical attention. As the patient suffered blood glucose levels suggesting severe hyperglycemia after the pump went into suspend mode, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.